Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products. Model: 5076-52, lead; implanted: (B)(6) 2005.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) earlier than the account anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.